Event description:
It was reported the patient presented with pain and redness at the incision site following a spinal cord stimulation (scs) trial procedure. Cultures taken were positive for staphylococcus aureus. The physician assessed the infection as not device-related but was due to the patient's weakened immune system response due to post covid-19 syndrome. The patient was prescribed antibiotics and underwent a procedure where the implanted devices were removed. The patient did well post-operatively. The devices were discarded by the facility and were not returned for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 28220939.